Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the noisy image occurred due to a broken circuit board. Additionally, it¿s likely the broken circuit board occurred due to electrical stress accumulated by repeated use, which produced static electricity, and the overcurrent including an electric leak accidentally flowed. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (image noise with vertical lines) was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an endoeye flex deflectable videoscope, there was image noise (vertical lines). The event occurred during preparation for use. The procedure was completed with a similar device. There was no patient harm associated with the event.